Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. UDI # (B)(4).

Event description:
It was reported that during a procedure for a clotted hero graft, the tip of the fogarty catheter snapped off. There was no patient injury. No further details were reported.

Manufacturer narrative:
Our product evaluation laboratory received one model 12tlw805f35 catheter. Dry blood was visible at broken tip of the catheter body. As received, the balloon with attached windings and bushings was completely detached from the catheter body. The catheter body had been broken, approximately 0.11 inches proximal from the distal tip and 0.13 inches distal from the proximal edge of the proximal winding. It appeared that a section of the catheter body at the balloon area was not returned. The customer report of "tip of the fogarty catheter snapped off" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.